Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to an amia device, after therapy was completed. The nurse reported it was ¿suspected the patient had a cardiac arrest¿; however, this was not confirmed. The cause of death was not reported. It was not reported if the patient was not hospitalized prior to death. It was reported an autopsy will not be performed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The amia device received functional and volumetric testing. The device passed all testing and was determined to meet specification requirements. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal inspection was performed, and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.